Event description:
It was reported that the unit jumps into standby mode in the middle of procedures.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.